Event description:
It was reported to tyco healthcare/kendall on 7/27/06, that a customer had a problem with a foley catheter. The customer states, the clinician followed company instructions of filling balloon to 10mls with sterile water after inserting the catheter. The balloon ruptured after one week.